Event description:
The customer reported that his olympus video system center was not producing an image during procedure preparation. According to the initial reporter, several scopes were tried, but all were unsuccessful. Reportedly, the staff restarted the subject device and the image came back, allowing them to complete the procedure without any patient harm and only a minimal delay.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The subject device was not producing an image with 170 series tests scope but did have text displayed. Additionally, no physical abnormalities were noted while evaluating the device. However, during further testing in the days to follow, the image began displaying intermittently. The first day it was tested for over 5 hours and no fault was noted. On the second day, it was tested for only 20 minutes and no octagonal image was present. At that point, it is believed that the subject device¿s printed circuit board was beginning to fail, so it was replaced as a precaution. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, since the image in the mask became black, it was determined the reported event was due to the failure of the printed circuit board (ap substrate or dp substrate) for scope input processing. The cause of the board failure could not be specified. The repair department indicated that the device operated normally after reboot. Parts were replaced for precaution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.